Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a guide wire detachment occurred. The tight thrombotic, eccentric, and resistant lesion was located in the distal circumflex artery. Crossing of a conventional angioplasty device failed. Crossing with a 330cm floppy rotawire guide wire was difficult and hard milling/ablation required repositioning of the guide wire between two millings/ablations (8 passes of 30' by 180,000 turns/minutes were completed). After ablation, balloon angioplasty and stenting were completed without blockage/resistance. On withdrawal of the guide wire, a "jump" and release of the guide wire was felt and the radiopaque distal portion of the guide wire detached and remains in the coronary artery. No patient complications were reported and there are no clinical consequences for the patient at this time. Currently there is no procedure planned to retrieve the guide wire fragment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a guide wire detachment occurred. The tight thrombotic, eccentric, and resistant lesion was located in the distal circumflex artery. Crossing of a conventional angioplasty device failed. Crossing with a 330cm floppy rotawire guide wire was difficult and hard milling/ablation required repositioning of the guide wire between two millings/ablations (8 passes of 30' by 180,000 turns/minutes were completed). After ablation, balloon angioplasty and stenting were completed without blockage/resistance. On withdrawal of the guide wire, a "jump" and release of the guide wire was felt and the radiopaque distal portion of the guide wire detached and remains in the coronary artery. No patient complications were reported and there are no clinical consequences for the patient at this time. Currently there is no procedure planned to retrieve the guide wire fragment.